Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and beep anomaly. The customer¿s blood glucose level was 257 mg/dl. The customer reported that the insulin pump went blank and it started flashing, beeping and it wouldn¿t let them do anything. The customer declined troubleshooting for high blood glucose. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional¿s instructions. The insulin pump will be returned for analysis.